Manufacturer narrative:
The device was received with the cannula assembly fully deployed, the needle completely retracted, and the pink slide insert was visible in the viewing window. The downloaded data ran for 174 pulses. No damages or defects were found with the needle mechanism. The needle mechanism was reset and was re-deployed. All needle mechanism components appeared normal both before and after reset and re-deployment, and the needle was able to re-deploy as intended. The cause of the reported even cannot be conclusively determined. No damages or defects were found along the fluid path that would that would indicate the cannula was not inserted properly. No signs of damage or defects were found on the needle mechanism during inspection that would cause the cannula to be deployed incorrectly or not inserted properly. It cannot be conclusively determined if the cannula was not inserted properly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Additionally, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 1 and 4 hours. The pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). As treatment, the pod was removed, and a new pod was applied.